Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gray handle fell off of mics during bone cuts, set screw is awol. Used coband wrap to keep handle on the mics. Tka procedure.

Manufacturer narrative:
Reported event: it was reported that gray handle fell off of mics during bone cuts. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 25 devices were manufactured under lot k09q7 and 24, including 4202276 were accepted into final stock on 06-21-2017. A review of qt17-06-0068 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09q7 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
Gray handle fell off of mics during bone cuts, set screw is awol. Used coband wrap to keep handle on the mics. Tka procedure.